Manufacturer narrative:
(B)(4): the customer reported that there was a monitor screen freeze. No pt harm was reported. The available info does not indicate whether or not the screen freeze was obvious to users. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a screen freeze. No pt harm was reported.